Event description:
It was reported that a female patient undergoing a nephrectomy, during which autologous salvaged blood, after filtration through the device, was infused manually by means of a syringe experienced a hypotensive transfusion reaction. The patient was reported to have recovered. The event reported in this submission is one of three reported by the user. They occurred during the 4 months previous to notification to the manufacturer (date of occurence ranged from (B)(6) 2011)

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.